Event description:
It was reported that a physician attempted to place a jostent graftmaster coronary stent graft in the circumflex artery using a 7 french guide catheter. The stent came off the balloon and was found in the femoral profunda artery. The stent was caught with two wires. There were no negative pt effects (pt is well). The device is returning. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however the lot number has been provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.